Event description:
A customer reported that six months following intraocular lens (iol) implant surgery, a patient experienced eye inflammation. There was harm to the patient and the symptoms are continuing. According to medical diagnosis, it will be necessary explant the lens and implant another lens. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).